Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center to report having a system error 2267 alarm with the homechoice (hc) machine during dwell 3 of 3. The technical service representative (tsr) explained the alarm. The home patient (hp) stated there were no leaks, there were no disconnections and there were no unused lines. The tsr advised the hp cycle power and assisted to retrieve the cassette. The tsr advised to let the nurse know the alarm occur. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) on (B)(4) 2012 regarding a system error 2267. The hp stated that he started over with new supplies and did not have the samples available. The lot number was unavailable. The hp did not notice anything unusual about the supplies. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.